Event description:
It was reported that during removal of the implantable cardioverter defibrillator (ICD) charring was noted on the device and charred tissue in the pocket. Arching from the high voltage lead to the ICD was questioned. The lead remains in use. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.